Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed found cracked screen display window but not related to the complaint. The receiver will boot and charge. The receiver download did not find ay errors related to customer complaint. Run receiver functional test's, pass all relevant tests.g5 global communication tool software test, pass sound tests. Perform manual functional tests "try it", pass. . Open receiver case for internal visual inspection, pass. Perform speaker audio intermittent tests, pass. Measure the speaker resistance. Speaker resistance within specification. .the reported event of an intermittent audio output was not confirmed. A root cause could not be determined.